Event description:
It was reported that the numbers on the insulin pump were not ramping on their own, and the buttons were unresponsive. The father mentioned that the customer had high blood glucose recently, but the doctor has not found any issues with the insulin pump. A follow up was performed and found that the customer was in comatose and was hospitalized for a few days. It was stated that the quick serter was worn out and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no down button response due to flattened down button dome switch. Further testing could not be performed due to no down button response.